Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the large needle driver instrument got stuck and a fragment came off inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no obvious damage to the instrument prior to the beginning of the case. The doctor was suturing when the incident happened. The fragment(s) that fell inside the patient was able to be retrieved by the surgeon. No instruments collided and no staff members stated that there was any resistance while removing the instrument. After removing the fragment(s), the customer opened another needle driver instrument and completed the case robotically. The fragments were thrown out at the completion of the case. The initial reporter was not in the room when this happened but was notified afterwards. No patient information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle drive instrument was analyzed and found to have a detached carbide insert on both grip(s). The carbide insert was not returned, measuring roughly 0.175¿ x 0.075¿ in size. The mating grip surface exhibited full coverage of brazing material. The grips and other components surrounding the carbide insert did not exhibit damage that would have contributed to the detached insert.